Event description:
Patient reports upon byte aligners begun having issues with the teeth. The patient wore the aligners on and off because the teeth felt loose with mouth ulcers and going thru pregnancy. The patient no longer has loose teeth or mouth ulcers and would like to restart treatment.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.